Event description:
It was reported that a minimum fill notification occurred while caller attempted to load new cartridge, and caller had previously filled cartridge with 300 units of insulin but usable insulin in cartridge read as zero. There was no adverse impact to the customer's blood glucose level. Caller was instructed to remove pump from case, clean pneumatic tap area with alcohol wipe or lint-free cloth, and attempt to reload same cartridge, which did not resolve issue, so technical support guided caller through properly filling and loading new cartridge, and loading second cartridge resolved issue and allowed caller to successfully resume insulin delivery.